Event description:
The patient reported recent change in the anatomy of the port on the right chest wall. The patient was brought in for a ventricular assist device (vad) study. The catheter was found to be detached from the port. The patient's catheter was retrieved; the port was then removed. The port looked to have damage per the interventional radiologist. Procedural note: clinical indication: fractured right internal jugular vein tunnel venous port. The right neck was anesthetized 1% lidocaine. A small incision was made at the venotomy and blunt dissection was used in an attempt to retrieve the catheter. This is ultimately unsuccessful. The skin overlying the right chest was anesthetized 1% lidocaine. A linear incision was made at the site of the right chest port. Blunt dissection was used to remove the port from the right chest. The catheter was found to have fractured at the site of catheter attachment to the plastic reservoir. Incision was closed with 2-0 vicryl and dermabond. There were no patient complications.